Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that a horizontal crack near the lower part of the chamber dome. It was reported that the reported chamber was used as part of high frequency oscillatory (hfo) setup for 7 days. Conclusion: we are unable to conclusively determine what have caused the crack on the complaint chamber, however, it is most likely due to the use of chamber as part of hfo setup. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher & paykel healthcare field representative that a mr290v vented autofeed humidification chamber was leaking water from the crack between bottom and chamber dome. There was no reported patient consequence.